Manufacturer narrative:
Other applicable components are: product ID: 3889, lot#: unknown. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) it was reported the patient peed her pants 4 times on (B)(6) and thought it may have been the anesthesia. The patient stated they noticed some progress, her pads were not getting as wet on (B)(6) , where normally she would be wet. The patient asked if he needed to document every time she peed or just when she cathed, the patient noted that was a lot for her. The patient noted she did not cath on (B)(6) . Additional information from the consumer on (B)(6) reported they were sick on (B)(6) , she thought it was because of a pill she was taking or at least she hoped so. The patient noted her symptoms felt about the same. The patient switched to program 1 at amplitude of 1.9 and felt stimulation comfortably in the tailbone area. Additional information from the consumer on (B)(6) reported the patient rated the evaluation as a 7 for much better. The patient was going to follow up with the healthcare professional (hcp) on (B)(6) as they thought the lead may be infected. There were no further complications that have been reported as a result of this event.